Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was inspected. No add'l info was made available. However, no reports of pt or staff injury.

Event description:
The customer reported the system produced uninterpretable images. No report of pt injury.